Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.

Event description:
It was reported that the patient had an infection, seroma in the pocket about 4 weeks prior to the report. The patient reported that the patient understood that there was an infection and the old battery needed to be explanted while infection resolved. There were no reports of changes in stimulation or coverage. Five days after the original report the product was returned to the manufacturer. Additional information was received two days after the original report indicating that antibiotics were administered. The date of onset or date of diagnosis of infection was unknown, it was also unknown if the patient had meningitis. Signs or symptoms were unknown. The physician had previously explanted the implantable neurostimulator due to infection and confirmed a seroma. It was noted that the primary location of the infection was the pocket site and that the cultures were negative. It was indicated that it was felt that the pocket site was fine to perform a successful implantable neurostimulator (ins) replacement. The patient was schedules for a p ost-operative appointment on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.